Event description:
The following information is a correction of the initial reported medical device report after completing a retrospective evaluation of the files. It was eported that upon evaluation of post operative x-rays, it was noted that the screw went through the plate and pulled the swivel out. The initial reported MDR that was referenced as 1649384-2005-00011 was a combined report of three separate events from 5/5/2004 (1649384-2005-00011) and 5/6/2004 (1649384-2005-00064), 5/16/2004 (1649384-2005-00063). The information has been reviewed and separate medical device reports are being filed.